Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the device was received with the pull ring cap on the patient connector. The samples were functionally tested with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap (pull ring) of an amia automated pd cycler set ¿fell off¿ when the set was removed from the overwrap. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.